Manufacturer narrative:
Device was not implanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported there was a kink in the sheath. When the angio-seal poly-foil pouch was opened, a kink was noticed at the tip of the sheath. The device was not used, and was replaced by another angio-seal device to continue the procedure. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. The size of the sheath ancillary used was 7 fr. Hemostasis was successfully completed using the second angio-seal device. There was no blood loss, and there was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The application of an off axis force to the hemostatic sheath has been known to cause kinks. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.